Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, two years after implantation, this pt was admitted in hospital due to syncope. On external ECG, 10 seconds pauses was observed. Provocative manoeuvres generated noise that inhibited the pacing. This inhibition provoked pre-syncope at the pt. The physician decided to replace both ICD and lead (isoline lead - sn (B)(4)), but he returned for analysis the ICD only. A non sorin lead was implanted and the previous lead was left in place.